Event description:
It was reported that the surgeon was trying to determine proper size opening between l4-l5. Using the trial system in the ai pan, we attached 14mm trial on handle and inserted into disk space. When pulling the handle back out, the trial (14mm) released and stayed in the disk space. The handle was in a jacked position. The surgeon had to improvise with other instruments to remove trial.